Manufacturer narrative:
This report is submitted on february 24, 2020.

Event description:
Per the clinic, there was a baha connect to attract conversion on (B)(6) 2020 because the patient had experienced multiple infections at the abutment site.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery on (B)(6) 2019 to remove the abutment, under general anaesthesia.